Manufacturer narrative:
Isi has not received the harmonic ace instrument for failure analysis. Therefore, the root cause of the customer reported failure could not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported based on the following conclusion: all fragments were retrieved and no additional surgical intervention was required. However, unintended fragments falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the blade of a harmonic ace instrument broke within the patient. All fragments were retrieved laparoscopically during the same procedure. The caller reported that the surgeon was using the instrument correctly. The procedure was completed with no reported harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: after an error occurred, the customer removed the instrument and reinstalled it. The instrument broke when the instrument was activated after reinstallation. The instrument was inspected prior to use and removed with a straightened wrist. No post-operative tests were performed.

Manufacturer narrative:
61 : intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported issue and found the harmonic ace instrument to have a broken blade. The blade broke approximately 0.167¿ from the base and was returned with the instrument. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or error. Scratches on the blade tip may also lead to premature blade failure. The root cause of this failure is fatigue due to mishandling/misuse. Based on the failure analysis results, the initial MDR report is being retracted as the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the instrument.